Event description:
Customer reported a fluoro functions reboot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board, generator board, and ps1 power supply. System operates as intended. This MDR is related to ge healthcare complaint number.